Event description:
On 09/08/2025, the patient reported frequent highs and lows while using the ilet bionic pancreas. Low blood glucose of 55 mg/dl was recorded. The user received additional training, made adjustments, and reported improved performance. The low bg was corrected with carbohydrates. No medical intervention or hospitalization occurred. No long-term effects reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.